Event description:
Per the clinic, the patient was experiencing a decrease in performance. The results of an integrity test (date not reported) indicated multiple electrode anomalies. Patient was explanted in 2009 and the patient was reimplanted with a new device during the same surgery.